Event description:
Vascular intervention case to treat a chronically occluded cardiac ramus vessel. The physician started the procedure by crossing the lesion with a whisper wire and ran the elca at low settings for 7 runs before increasing to medium setting for an additional 6 runs. The physician increased the settings for an additional run; however, after the last run a vessel dissection appeared. The physician attempted to tamponade the dissection with an angiosculpt balloon but could not get it to cross the lesion so a medtronic sprinter was used and inflated twice. Extravasation was still noticed and the physician attempted to deploy a graft master covered stent but lost wire position. Eventually wire position was regained and the stent was deployed; however, the perforation was still visible with a small amount of leaking. The patient was sent to ICU for observation but made a successful recovery without additional intervention.

Manufacturer narrative:
UDI #: (B)(4). Placeholder.